Event description:
While transporting a trauma red patient to or, the philips monitor stopped working. The patient was currently getting vasopressors, was hypotensive with a blood pressure (bp) 70 systolic, and intubated on a ventilator. The philips monitor was glitching in and out. The trauma surgeon was present and witnessed the device malfunction. Patient taken off this monitor and placed on another.

Event description:
While transporting a trauma red patient to operating room, the philips monitor stopped working. The patient was currently getting vasopressors, was hypotensive with a blood pressure (bp) 70 systolic, and intubated on a ventilator. The philips monitor was glitching in and out. The trauma surgeon was present and witnessed the device malfunction. Patient taken off this monitor and placed on another.